Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that they encountered a no image problem before a procedure on a video system center. The issue occurred twice on the same day. There were no other devices involved in the reported event. The procedure was cancelled due to the issue. The patient was not under anesthesia and did not suffer any injury or require medical intervention. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred when the user connected the electrical contact point of the video connector without sufficiently drying or when there were covered with foreign material. Handling of the device is described in the instruction manual and can prevent this event: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Alternatively, long-term repeated use may have resulted in an incidental failure of the parts involved in the video transmission or signal control of the printed circuit board.